Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. Reportedly, the customer was always able to successfully press the button and interact with the pump. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer continued using the pump for insulin therapy.